Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date settings were incorrect; cause was unknown. Tandem technical support helped the customer correct the time and date, and successfully resume insulin delivery. There was no reported impact to customer's blood glucose level.